Event description:
Patient's left hip is infected following his revision surgery. Head and liner were exchanged.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. Other device listed in this report: cat. No.: 6570-0-228 delta v-40 ceramic head 28/+4, lot code: 45652701. Device is not returned to manufacturer.